Event description:
It was reported that a patient underwent a right hemicolectomy on an unknown date and suture was used. During the procedure, while sewing the colon, the suture broke. No adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Colon. What was used to complete the procedure? Unknown. Patient condition? Unknown. Procedure name and date? Right hemicolectomy, date is unknown. Event date? Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/05/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h3 evaluation: an empty opened foil, a detached needle in a container, and same small sutures pieces into a petri dish of product code z358t were received for evaluation. As per visual inspection of the detached needle, the swage and attachment area were noted to be as expected, the barrel hole was noted with some remnant that appears to be suture. In addition, the suture was not received for evaluation, only can be observed into the petri dish some small sutures pieces in process of degradation caused by exposure to the environment. The product code z358t contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The foil was visually inspected, and no holes were observed in the cavity. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.